Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of a procedure to treat an atrial fibrillation (afib), a faradrive sheath was selected for use. While preparing the sheath, flushing forward had no issues, but when aspirating, air bubbles kept going into the sheath. Tried flushing and aspirating multiple times however the issue persisted. Tried to close & open three-way stopcock but still no improvement. Sheath was finally replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Sheath is not expected to be returned since it was disposed.